Event description:
It was reported that the end-of-service (eos)/end-of-life (eol) message appeared on the patient's implantable neurostimulator after 4 months of reported usage. It was noted on interrogation on (B)(6) 2012, showed 3,712 lifetime hours used (68%) with group a used 100% of the time. The patient was programmed to range of 4.6 to 5.0 volts at a 240 microsec with an upper limit of 10.5 volts. The ins status was observed to be eos on the interrogation. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).